Manufacturer narrative:
Device returned to manufacturer - yes. High blood glucose level issue- no failure identified.

Manufacturer narrative:
Tandem t:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 323 mg/dl in the morning. The customer administered a correction bolus via the insulin pump to address bg levels and, during the time of the call, bg level was 216 mg/dl. System check with tandem technical support indicated that the customer uses humalog and the cartridge was last changed on (B)(6) 2016. The customer was educated regarding pump labeling instructions. In addition, when attempting to load a cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.